Event description:
The customer stated the rubella calibration failed with cal a too high, on the axsym analyzer. The abbott customer technical advocate asked the customer to centrifuge the calibrators and recalibrate which resolved the issue. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.